Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve of a clearlink luer activated valve stuck to the prefilled syringe. The customer stated that when they put the clearlink valve on, if they pushed the fluid fast the valve would either come off and spray everywhere or the fluid would not be injected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.